Manufacturer narrative:
The technician replaced the reverse trendelenburg switch to resolve the issue.

Event description:
The technician alleged loss of the reverse trendelenburg function. No patient impact.